Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a superior vena cava (svc) adenocarcinoma interventional procedure, stent damage and stent migration, and a pt required surgery. The 90-95% stenosed adenocarcinoma was located in the non tortuous superior vena cava (svc). A wallstent uni 18 x 40mm stent was positioned under fluoro and partially deployed. The physician was satisfied and deployed the rest of the stent. The stent delivery catheter was removed, however, the distal end was not fully expanded. The physician intended on post dilating the stent with an unspecified 18mm balloon, however, the stent migrated into the right atrium prior to balloon being delivered. Multiple attempts were made to retrieve the stent out of the atrium with a snare. However, the stent was partially retrieved and pulled to the iliac artery, which caused distortion of the stent (stent damage). Further attempts were made to try and remove the stent from the iliac with a snare. The physician was able to pull the stent partially to an unspecified sheath, but was unable to remove sheath with the stent. Patient blood loss estimate was 50-100cc. The physician decided to take the pt to surgery, where the stent was excised. The femoral artery and vein were torn. The tear was repaired, and the device was removed. Estimated blood loss in surgery was 1000cc. The pt condition was reported as stable. The pt was brought back to the catheter lab the next day. Left femoral access was obtained and another wallstent uni 18x60mm was deployed to treat the svc adenocarcinoma stenosis without issue. No further pt complications were reported. The pt status is satisfactory.